Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose and perceived insufficient insulin delivery from the ilet during meal announcements and attempted correction of high blood glucose, with a reported blood glucose of 220 mg/dl at the time of the call. Symptoms included hypoglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer education on algorithm function and adaptation, synchronization of the ilet with the app, and referral for clinical review to assess reports and consider a factory reset. Investigation of this case revealed user-reported reliance on repeated meal announcements for correction and concern that initial meal boluses were smaller than expected compared with a prior pump. It was concluded that the device was functioning as designed while adapting, and further clinical follow-up would be conducted for user education and potential settings reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.